Manufacturer narrative:
The discrepancy between the results obtained during investigations and the customer¿s results indicate a local issue since the same reagent lots have been used. However, the investigation determined that specifications were not violated. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys tsh assay on an unknown roche elecsys analyzer and a cobas 8000 e 801 module used for investigation. The patient samples were initially tested at the customer site on an unknown roche elecsys analyzer on (B)(6) 2020. The results generated at the customer site were reported outside of the laboratory. The samples were provided for investigation, where they were tested on the e 801 analyzer using the same reagent lot number on (B)(6) 2020. The first sample initially resulted with a tsh value of 1.44 uiu/ml when tested at the customer site. When repeated on the e 801 analyzer, it resulted with a tsh value of 1.94 uiu/ml. The second sample initially resulted with a tsh value of 3.70 uiu/ml when tested at the customer site. When repeated on the e 801 analyzer twice, it resulted with tsh values of 5.04 uiu/ml and 5.02 uiu/ml. The third sample initially resulted with a tsh value of 6.91 uiu/ml when tested at the customer site. When repeated on the e 801 analyzer twice, it resulted with tsh values of 9.60 uiu/ml and 9.44 uiu/ml. The fourth sample initially resulted with a tsh value of 11.6 uiu/ml when tested at the customer site. When repeated on the e 801 analyzer twice, it resulted with tsh values of 17.6 uiu/ml and 17.5 uiu/ml. The fifth sample initially resulted with a tsh value of 28.2 uiu/ml when tested at the customer site. When repeated on the e 801 analyzer twice, it resulted with tsh values of 37.0 uiu/ml and 36.7 uiu/ml. The serial number of the analyzer used at the customer site was requested, but not provided. The e 801 analyzer used for investigation is serial number (B)(4).